Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was sweating and reportedly collapsed about 7 times (patient kept falling and attempting to come up). Patient was found unconscious and was brought to the hospital. At some point during this time the cgm reading was 7.8 mmol/l, and the blood glucose reading was 1.9 mmol/l. No treatment information was reported for the hypoglycaemic event, but about 5 minutes after they arrived at the hospital the patient had regained consciousness and understood everything that was happening. An x-ray confirmed no fractures were sustained from the fall, and no further treatment was necessary. The patient stayed in the hospital for 1 night, had recovered, and was discharged. At an unknown point during the event the cgm reading was 2.2 mmol/l, and the blood glucose reading was 7.7 mmol/l. At the time of the report, the patient felt sore from falling. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.